Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Analysis revealed the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fracture was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.